Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in loss of cgm signal to the system. Symptoms included no alerts or alarms and an interruption of glucose data transmission. Outcomes included a temporary loss of cgm-derived therapy input without medical intervention. User support included remote troubleshooting and education, during which the user was instructed to toggle settings and re-enter the sensor code, then allow time for pairing. Investigation of this case revealed that the issue was consistent with intermittent cgm-to-controller communication loss, with no specific responsible device identified and no hardware failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user/system pairing latency and environmental or setup factors affecting bluetooth connectivity.